Manufacturer narrative:
The reported events of high defibrillation impedance, high pacing threshold and insulation damage could not be confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the lead insulation and right ventricular cable was damaged consistent with procedural damage at the middle region of the lead. Further analysis found the right ventricular cables were broken/separated consistent with procedural damage at the distal region of the lead.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicated an increase in capture threshold was observed and during the procedure insulation damage was visually observed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.